Manufacturer narrative:
: The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Imdrf device code a05051 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure performed on (B)(6) 2024. During the procedure, the bands were unable to deploy. A second speedband superview super 7 was used; however, the bands got tangled could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.